Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling" and ¿sensitized the patient to the product" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: adverse events the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, anti-histamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.

Event description:
Healthcare professional reported patient was injected in the upper/lower lips and glabella with an unknown juvéderm® product. Approximately 7 months later, the patient was injected in the upper/lower lips and glabella (1 cc between lips and glabella) with juvéderm® ultra plus xc. About 4 months after the second injection patient developed swelling at the injection sites. On the day of symptom onset, treatment with a medrol dose pack was given and this was repeated 6 days later as swelling initially improved but returned upon completion of first treatment course. Four days after the second medrol dose pack, hyaluronidase was given as treatment. Symptoms are ongoing. Patient was referred to a rheumatologist who ¿recommended same treatment plan and follow-up with an allergist.¿ healthcare professional feels the first injection with unspecified juvéderm® may have ¿sensitized¿ the patient ¿to the product¿ stimulating a reaction following the ¿second injection.¿ this is the same event and the same patient reported under MDR ID #3005113652-2018-00291 ((B)(4)). This MDR is being submitted for the unknown juvéderm®, also a device manufactured by allergan.

Event description:
It was later reported that the patient¿s symptoms resolved 3 weeks following hyaluronidase treatment.